Event description:
It was reported that a patient sustained first degree burns on the shin resulting in hypopigmentation, after hair removal treatment with the highspeed handpiece of a lightsheer duet laser. It was further reported by the user facility that the device operator employed excess passes over the same treatment area.

Manufacturer narrative:
An evaluation of the event details by a lumenis medical subject matter expert concluded that the reported number of passes performed by the device operator were excessive and in contraindication to the common practice for the subject indication. Follow up training of the user facility by a lumenis medical subject matter expert was completed to preclude event recurrence. An examination of the subject device by a lumenis technical specialist confirmed that no related device malfunction occurred and that the device performed within manufactured performance specifications.